Event description:
Boston scientific became aware that during a percutaneous transluminal coronary angioplasty procedure (ptca), a single use (sud) imaging catheter had been re-processed by the facility and used on a patient. The patient was admitted with an infarction of less than 24 hrs. Evolution. She was administered streptokinase. As she was not progressing, she was sent to the catheter lab. The physicians decided to perform an intravascular ultrasound (ivus) and observed that there was thrombi in the artery. When the catheter was removed, the artery was still obstructed and more thrombi was observed. The physician could not treat the patient due to inability to reach a good coronary flow. Additional information received confirmed that the ivus catheter had been re-sterilized with ethylene oxide. It was reported that the patient was doing well and did not encounter complications.

Manufacturer narrative:
A review of device history record was performed on the batch and no issues of discrepancies were found. The DHR review showed that the batch met all required specifications. During investigation, fluids were observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The unit appeared normal and no damage was observed. During image characterization testing, good square image appeared in the system and the product performed within specification. Based on the event description as well as the follow up that was performed, the use of resterilized catheter is confirmed. However, the atlantis sr pro is a single use device and the directions for use (dfu) state: "for single patient use only. Do not reuse, reprocess, or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness, or death. Reuse, reprocessing, or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient." Additionally, a review of the retained label was performed and the label clearly states both in type and by symbol that the device is for single use only. Since the catheter was used against both in type and by symbol that the device is for single use only. Since the catheter was used against both the label and the directions for use, the root cause is user error. The thrombi noted in the event description were a result of the acute myocardial infarction which occurred prior to the ivus procedure and can not be attributed to the catheter. No similar complaints by event description were found in the same lot. No similar complaints for the sr pro or for the product family as a whole have been reported. The end user has been informed to review directions for use and to proceed according to dfu instructions. No immediate corrective action/escalation is recommended based on the individual investigation findings and root cause analysis. However, trending will be done outside the individual investigations on a regular basis to monitor the issue over time and assess the need for further action.